Event description:
Customer reported pt blood glucose results of 563 mg/dl and 151 mg/dl within 10 mins on the inform system. Customer reported no pt symptoms, treatment, or adverse event relative to the discrepancy. Strips not available for return, replacement system sent. Meter passed valid control tests, was not replaced or returned.